Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Unit was returned for evaluation. No damage was observed to the exterior or interior of the concentrator. Red dust was observed on the base of the concentrator. The grinding noise coming from the concentrator was determined to be a failed compressor motor by inspection of all mechanical components of the compressor. No heat or other damage was observed.

Event description:
This report was originally submitted on 7/24/2019, and is being resubmitted on 6/18/2020 as the original report failed to go through. Client's wife reported that she had a verbal conversation with staff on july 19 requesting that her husband's intensity be replaced since it sounded very loud. Staff reported that he would have the intensity switched out the next day on july 20 but that did not occur nor was she contacted about an alternate date. The client's spouse was going to call the office again since their return from a family event in (B)(6) since the grinding from the concentrator had not abided. However, once she noted the black discoloration on the carpet beneath the concentrator she became quite concerned and contacted the on-call therapist. Yes, client has a new machine in use currently.

Manufacturer narrative:
Device is being returned for evaluation. If any new information is discovered, a follow-up MDR will be submitted.

Event description:
This report was originally submitted on 9/14/2018, and is being resubmitted on 6/11/2020 as the original report failed to go through. Client's wife reported that she had a verbal conversation with staff on (B)(6) requesting that her husband's intensity be replaced since it sounded very loud. Staff reported that he would have the intensity switched out the next day on (B)(6) but that did not occur nor was she contacted about an alternate date. The client's spouse was going to call the office again since their return from a family event in saskatchewan since the grinding from the concentrator had not abided. However, once she noted the black discoloration on the carpet beneath the concentrator she became quite concerned and contacted the on-call therapist. Yes, client has a new machine in use currently.